Event description:
High impedance, > 4000 ohms, no capture and an apparent lead fracture were reported. The lead was capped and replaced. No patient complications have been reported as a result of this event.